Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the login process at the station was slow. The customer reported that experienced a delay of 20 to 30 seconds when attempting to log in to the station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station took 20 min to get authorized by customer domain controller due to hospital it issue. The technical support specialist spoke with hospital it and found out that they had 2 domain controllers put asleep and before creating timeout when trying to reach the sleeping dc. The system functioned as intended after the technical support specialist troubleshot the device.